Event description:
A physician reported that a patient experienced severe post-operative inflammation on both eyes after a cataract surgery using viscoelastic without latex during the intraocular lens (iol) implant. The event occurred 30 days after surgery for the first eye and 4 days after surgery for the second eye. Per the reporter, the event almost looked like endophthalmy. There was inflammation of the anterior segments and painful red eyes. The patient also experienced deep diminution of visual acuity. The patient was transferred to another hospital. The bacteriologic cultures were negative. The patient received corticotherapy and this treatment seemed to slowly improve the situation. This report is for the eye that developed symptoms on (B)(6) 2014. At the moment of this report, the surgery date is unknown and its also unknown if this was the right eye or the left eye. The physician also reported that the implanted intraocular lenses (iols) got quickly opacified. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).